Event description:
Customer reported receiving readings on his freestyle blood glucose meter that were lower than he felt, and subsequently experienced a loss of consciousness. Customer additionally reported falling, hurting his head and, sustaining bruises to his left leg and chin. Customer reported readings of 4.9 mmol/l and 10.2 mmol/l within 10 minutes of each other, which when plotted on a parkes error grid fell into the "b" zone, showing the difference in values is not considered clinically significant. Customer self-treated by drinking ensure and, applying betadine and a topical antibiotic cream. No third-party medical intervention was required. No report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be submitted when the investigation is complete. It should be noted: customer did not wash the test site prior to testing, which may cause imprecise readings.